Event description:
(B)(4). The pt's attorney alleged a deficiency against the device. Add'l info has been requested, but not yet rec'd.

Manufacturer narrative:
The sample was not returned. The finished product met all specifications prior to being released for general distribution. The instruction for use which accompanies all devices currently addresses potential risks associated with surgically implanted materials.(B)(4). "Lawyer-filed report - (B)(6)."

Manufacturer narrative:
(B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced pain, discomfort, painful intercourse/dyspareunia, urinary tract infections, pelvic/vaginal pain, erosion, dysuria, mesh extrusion/exposure, vaginal discharge, buttocks pain, leg pain, unspecified psychological/emotional problems, tingling sensations, cellulitis, nausea, urinary frequency, hernia, high blood pressure (hypertension), bladder infections, depression, prolapse, headache, restless legs, diarrhea, blood loss, pain with bowel movements, burning sensation, tenderness, vaginitis, bacterial vaginosis, yeast (fungal) infection, foreign body sensation, change in urine color, tightness, soreness, drainage, swelling, rectal injury, erythema, bruising, leukocytes/bacteria/white blood cells/red blood cells/blood/sediment in urine, defect, vomiting, abdominal pain, dizziness, lightheadedness, anxiety, shortness of breath, palpitations, hot flashes, weight fluctuations, sleep disturbances, constipation, mixed incontinence, inflammation, discharge, scarring, elevated white blood cells, low calcium (electrolyte imbalance), low red blood cell level, chills, oozing, itching, numbness, redness, voiding difficulty, vaginal gardnerella/candida, unspecified urinary problems, recurrence, unspecified bowel problems, non-surgical and additional surgical intervention.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Per additional information received, the patient has experienced cellulitis of buttocks, mesh exposure requiring excision of part of the mesh on (B)(6) 2008 and complete removal of the mesh on (B)(6) 2008. Lower back pain with radiculopathy, sciatica and degenerative disk and joint disease with trochanteric bursa injections.